Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 47mm in diameter and 76mm in length abdominal aortic aneurysm. The proximal aortic neck was 22mm in diameter and 43mm in length. It was reported that it was a right approach; an endurant 28x28x82 was implanted first below the renal arteries. Then an endurant 28x28x82 was implanted to just above aortic bifurcation. After touch-up was carried out, angiography showed an endoleak that seemed to be type ia endoleak or type IV endoleak. Another manufacturer's excluder was implanted to resolve the type ia endoleak. However, angiography showed that the endoleak seemed to be type IV endoleak or type iii endoleak coming from the junction site. An endurant 28x28x82 was implanted at the same site where the excluder was implanted, and another touch-up was carried out. It still could not be determine whether it was type IV endoleak or type iii endoleak. So, another manufacturer's cuff was implanted into just above the aortic bifurcation to secure sufficient distal landing and touch-up was carried out. Although a final angiography was carried out to confirm whether it was a type IV endoleak or type ii endoleak, it could not determine. The patient will be monitored by their physician and the procedure was completed. No additional clinical sequelae were reported.